Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty turret. However, the specific cause of the faulty turret was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The front panel flashed due to a turret malfunction. In addition, the mesh turret was slow, and the amount of light was low during high brightness mode. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the visera pro xenon light source had a defective circuit board with the recurrence of front panel flickering on. The event occurred during preparation for use. There was no report of user or patient harm.